Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The field service engineer (fse) while working on the device discovered a battery charging issue. There was no reported patient or user involvement and no adverse patient/user impact.